Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software did not suspend insulin delivery. The customer's blood glucose (bg) level decreased to 46 mg/dl as a result. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.